Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer wife reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 555 mg/dl. Customer was treated with insulin pump. Customer also stated that the insulin pump had insulin flow blocked alarm. Trouble shooting was performed for insulin flow blocked alarm and insulin was exited during prime. Customer declined trouble shooting for high blood glucose. The device will not be returned for analysis.